Manufacturer narrative:
H10. Additional manufacturer narrative: MDR report number 2015691-2019-04013 was found to be a duplicate event for MDR report number 2015691-2018-03884. Refer to 2015691-2018-03884 for additional information related to this event.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. The root cause of the stenosis remains indeterminable; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.  The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed a conference presentation entitled "adult congenital & structural interventions-transcatheter tricuspid valve replacement in right heart failure" by harsimran s. Singh at tct2019. Within the presentation, it was identified that an unknown model valve implanted in tricuspid position was disabled via a valve-in-valve procedure after an approximate implant duration of 13 years due to severe stenosis, severe leaflet restriction and mild-to-moderate regurgitation. A 29mm transcatheter valve was implanted. Patient was discharged on pod #2 with significant improvement in symptoms.